Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/13/2018 that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data was received but investigation window does not reflect the alleged device and the alleged issue. Confirmation of the allegation could not be determined.